Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a definitive cause for the reported leaks (gripper lever and dc handle) could not be determined. The reported failure to advance appears to be a combination of patient morphology/ pathology and user technique/ procedural conditions as the patient septum was elastic in nature and the transseptal puncture was at an angle. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This report is filed for the air found in the device and the abnormal steering. It was reported that the clip delivery system (cds) was inserted through the steerable guide catheter. Air was noted in the handle of the delivery catheter and the gripper lever of the cds during the procedure. The air was released through the red cap on the handle and through the gripper lever cap. The drip rate was increased. No air entered the patient. The clip was unable to be steered perpendicular to the mitral valve due to the angle of the transseptal puncture. A new transseptal puncture was suggested, but the physician declined that suggestion. After 2 hours and 18 minutes of device time, it was decided to end this procedure with zero clips implanted. Mitral regurgitation grade was unchanged at 3 to 4. The patient will be brought back for another clip procedure. No additional information was provided.